Event description:
User reports the valve on the bottom of the water tank of the analyzer is leaking water, which had dripped across the floor and into the walkway. No one had slipped or was injured, and no patient samples were affected.

Manufacturer narrative:
The field service representative determined the cause to be a problem with the valve, and rebuilt valve and body. He ran prime sipper and patient samples to verify analyzer performance.